Event description:
It was reported that the patient had the device removed because she was not having significant results. The patient also experienced shocks from the device. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Lead model 3889-28, lot # v423811, implanted: (B)(6) 2010, explanted: (B)(6) 2011; programmer model 3037, serial # (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 3058, serial # (B)(4) determined there were no significant anomalies found. Good, stable output was found on all electrodes referenced to one electrode. Impedance test was done in saline and normal impedance measurements were observed. Analysis of tined lead model 3889-28, lot # v423811 determined no significant anomaly was found. The lead body was broken due to overstress damage. The outer insulation was broken (suspected explant damage). The continuity was acceptable and there were no shorts between circuits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.